Manufacturer narrative:
Additional information was received, indicating that there was no patient involvement.

Manufacturer narrative:
The device was returned to smiths/ICU medical.

Event description:
Oracle ro (B)(4): it was reported that an "air in line" alarm occurred. Patient involvement is unknown.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed labels were all intact. During functional check, the reported problem was not verified. No current alarms or issues with air detector. Performed functional test and air passed with 50ml cassette in manufacture utility mode. Testing completed with no issues. However, due to the event history logs (evidence of high alarm acknowledged, air in-line detected) recommended replacing air detector.

Event description:
Additional information received on 19-may-2022 via email and attached to complaint object: no patient involvement. The issue occurred during testing.

Manufacturer narrative:
B5: additional information received by smiths medical/ICU on 19-may-2022 via email and attached to complaint object: no patient involvement. The issue occurred during testing. H6: event problem and evaluation codes: updated.